Manufacturer narrative:
A company representative and clinical applications specialist (cas) observed the system and the cases at this time. The observations stated the following: the blue corneal apex line (on the scan) was not bisecting the corneal apex and the purple indicators (which, separate the line scan) were being observed ¿too deep.¿ these lines were not ¿on the halfway point¿ of the anterior surface / anterior chamber as expected. The cas continued to share that when the optical coherence tomography (oct) depths were read, the capsule appeared ¿bracketed.¿ in this one specifically it was deep (on the circle scan) and the line scan was showing deep (anterior to the surface of the lens), with the capsule shown inside the lens. There was an indication that the ¿arm mirror is hung up,¿ and drifting between scans. The mirror traveled vertically on a small mirror stage (as the objective may be driven above green surgical zone during suction application) and was hung up. Company representatives attributed this to the oct scan calculated depth to be inaccurate. The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found that the reference arm return mirror was hung up on its linear stage. The reference arm return mirror was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to a non-conforming reference arm return mirror. (B)(4).

Event description:
A company representative reported unexpected optical coherence tomography shift during a laser assisted cataract procedure. The laser did not complete the intended capsulotomy. The surgeon was able to complete capsulotomy without laser. Upon follow up, the reference arm mirror was replaced. There are two related reports for this facility. This report addresses the patient km and another manufacturer report will be filed for the other patient.